Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient who was implanted with a neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported that the patient experienced a little relief at the beginning but it stopped helping. Patient planned to have it taken out because it was not helping and patient was getting no relief from it and the device was poking out so much. It was reported that pain level was still not under 5, she had shots but they weren't not doing anything so it was not just the device. Caller stated that everything was difficult with this kid-it was just normal. Caller stated that the patient was sitting there and the corner of the box (ins) sticking/poking out could be seen. It was reported that patient was (B)(6) pregnant and did not have a managing physician. No further complications were reported/anticipated.